Event description:
Pump was returned for service with report "unit turns off while delivering fluid. Intermittent problem. Sometimes unit does not respond when button is pressed". No patient injury or medical intervention has been reported. Information was not provided regarding whether or not the device was in use on a patient when the reported situation occurred.